Event description:
Customer (individual 1) reported 10 false positive results on behalf of herself and individual 2. It was determined that the 10th potential false positive event was in agreement with a sars-cov-2 pcr test taken the following day, therefore, that event is not reportable. This MDR will document 2 false positive event; see related cases for remaining 8 false positive events. Individual 2 received 2 false positive results on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot: 21678j (cartridge serial number: (B)(4) and cartridge lot: 22078f (cartridge serial number: (B)(4), and cue reader serial number: (B)(4). The individual was asymptomatic and tested negative with an unspecified covid-19 antigen test and pcr test; date and test manufacturer are unknown. Cartridges were stored according to instructions for use.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: lot: 21678j: the complaint history was reviewed and there were three similar complaints against involved lot. Lot: 22078f: the complaint history was reviewed and there were four similar complaints against involved lot. The lot history records (lhr) were reviewed for the lot numbers in the complaint, and they passed release specifications. Lot: 21678j: technical operations tested retains from the lot and did not reproduce the false positive complaint. Root cause was undetermined. Lot: 22078f: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.